Event description:
Wedge resection. On the third firing with the reload, device closed onto tissue and was fired. Upon removal, the staple load was caught on the tissue. After freeing it from the tissue, there were malformed staples observed across the entire staple line. The lung tissue was left open along the cut line. Therefore, sutures were placed to close the defect without further incident.